Event description:
It was reported the patient experienced a loss of therapeutic effect. The neurostimulator is located in the back. The battery was low. The patient had charged the device to full capacity, and increased it up to 7 volts but did not feel any stimulation. At the time of the initial report, the patient was at home; the patient status was good. The patient was redirected to contact the physician. It was reported the patient had or will have surgery to fix the problem with the system. The problems were related to the implanted system. The patient is no longer having problems with the system. Additional information has been requested from the hcp, but was not available as of the date of this report.